Manufacturer narrative:
The po2 results for the patient sample in question could not be located in the logs provided from the customer. The complaint could not be investigated further due to insufficient evidence. The sample ID, the time of the event and if the analysis was performed from the same syringe are unknown. The customer has declined to provide any additional information. The customer stated that after the qc's were in the expected ranges, they no longer had concerns about the performance of the analyser and are operational.

Manufacturer narrative:
Siemens has requested the data logs which have been received for investigation. Siemens has also requested the times of the discrepant results. Once this information has been received the logs will be reviewed. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results when run on the rp 500 compared to results from a non-siemens lab analyzer. There was no report of injury due to this event.